Event description:
It was reported that when using the bd pyxis¿ es server user stated that a patient was showing as preadmitted, and as a result, the nurse was unable to locate the patient on the system. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were shown as preadmitted and customer unable to locate one patient. A technical support specialist (tss) dialed into the application server and confirmed all data was current through the site-down query. The patient was found in a preadmitted status, and the customer was advised to send the appropriate admit discharge transfer (adt) admit message. Following the knowledge article title admitted patients appear pre-admitted was provided to assist it team. Despite replaying adt messages, the patient status did not update, and customer confirmed the patient had to be readmitted to resolve the issue. The tss confirmed that issue was not due to a system malfunction, it was caused by a hospital adt issue. The system functioned as intended after the technical support specialist troubleshot the device.